Event description:
Five (5) discordant falsely depressed carbon dioxide (co2) patient sample results were obtained on a dimension vista 500 system. The falsely depressed results were reported to the physician(s). The same samples were reprocessed on an alternate dimension vista 500 system and higher co2 results, considered correct, were obtained. Corrected reports were issued. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed carbon dioxide (co2) results.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding five (5) falsely depressed carbon dioxide (co2) patient sample results obtained on a dimension vista 500 system. Siemens healthcare diagnostics headquarters support center (hsc) reviewed the information provided by the customer and the instrument data logs. Hsc observed that the data was consistent with poor water quality. The data logs showed the calibrations performed near the time of event had atypical signal responses and calibration coefficients which directly relate to poor water quality. The water purification module (wpm) data indicated below acceptable results for mean product resistivity prior and during the date of falsely depressed co2 results. Quality control (qc) recovery was within the customer's expected ranges prior to the event and recovered out of range near the time of event. A siemens customer service engineer (cse) was dispatched to the customer's site and performed maintenance procedures on the wpm as part of normal troubleshooting for issues of this nature. After maintenance was performed by the cse, the qc and calibration results returned to the acceptable range. A potential product issue was not identified. The cause of the event is unknown. The system is fully operational. The device is performing according to specifications. No further evaluation is required.